Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective low back stimulation. Reprogramming was unsuccessful as the issue recurred. Low back stimulation could not be restored without over-stimulation in the feet. The pt was given injections to address pain along the rest of his pain pattern. X-rays were taken and surgical intervention may take place as the next course of action.